Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2009, this patient underwent an endovascular repair of a thoracic aortic aneurysm using one gore tag thoracic endoprosthesis. No issues were reported. The patient tolerated the procedure. On (B)(6) 2009, post-operative follow-up imaging showed no issues. The diameter of the aneurysm was 53mm. On (B)(6) 2009, the patient was discharged. On (B)(6) 2010, six month follow-up imaging showed that the diameter of the aneurysm was 53mm. On (B)(6) 2010, one year follow-up imaging showed that the diameter of the aneurysm was 53mm. On (B)(6) 2011, two year follow-up imaging showed that the diameter of the aneurysm was 54mm. On (B)(6) 2012, three year follow-up imaging showed that the diameter of the aneurysm was 52.5mm. On (B)(6) 2013, four year follow-up imaging showed that the diameter of the aneurysm enlarged to 58.8mm. No endoleaks were reported. The physician elected to monitor the patient.